Event description:
It was reported that during service at the manufacturer the remb sag saw ran without user activation. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
The original report of unintentional activation could not be duplicated. The issue was determined to be with the cord used in the manufacturer's testing.